Event description:
Paramedics responded to a person described as having been down for longer than 20 mins. According to the rptr, in two cardioversion attempts, the device would not transfer energy to the pt. The basis for this opinion was a lack of pt muscular response to the countershocks and a lack of "thump" sounds from the device indicating energy transfer. The pt was not resuscitated. The rptr indicated the reported malfunction did not cause or contribute to the death of the pt. The rptr based their opinion on the attending paramedic's assessment of the pt's viability.